Manufacturer narrative:
Per the user guide, "always make sure that the correct time and date are set on your system" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 324 mg/dl; cause was not known. A system check was performed and it was found that the pump time was incorrect. Customer had not adjusted the pump time to daylight savings. Tandem technical support guided the customer through adjusting the pump time.